Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular and the manufacturing records. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported thrombus appears to be related to procedural conditions/user technique. There is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip clip delivery system (cds) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because thrombosis was noted during use of the device, which required medical intervention to prevent permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the steerable guide catheter (sgc) was placed and the clip delivery system (cds) was advanced, thrombus was noted at the tip of the clip. The cds was removed. Aspiration was performed and additional heparin medication was administered. The same sgc was used with a new cds to successfully complete the procedure, reducing mr to 1. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.